Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were admitted to hospital due to chest pain and diabetic ketoacidosis on (B)(6) 2021 with blood glucose of 1000 mg/dl. The customer's current blood glucose was unknown. The customer did not experience any symptoms such as a result of high blood glucose. It was unknown whether the customer was using auto mode or not. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with initial report was incomplete. The complete information has been updated and provided in b5 section of thid report.

Event description:
The spouse reported via phone call that user was hospitalized on dec. 24, 2021 at 6:00am due to hyperglycemia and diabetic ketoacidosis. Blood glucose at time of admission was over 1000 mg/dl. User was vomiting, nausea, felt a pressure when attempting to lie down. User was transferred to rehabilitation. User was also on dialysis for his kidney. Before being discharged from rehab hcp suggested to check pump functionality. Troubleshooting was provided for pump, spouse stated when they inserted brand new batteries, they got a pump error 23 and power loss asking to rewind pump. Spouse also reported user had been hospitalized on (B)(6) 2021 at 10:00am due to hyperglycemia and was released on (B)(6) 2021.

Manufacturer narrative:
Retainer ring = black.customer returned insulin pump for an alleged hospitalized for high bgs and dka found on (B)(6) 2021. Also, on (B)(4) , svn#: 000314015323 - customer returned pump for an alleged pump error 23 alarm, unexpected battery power loss or replace battery alert/replace battery now alarm and was hospitalized for high bgs and dka found on (B)(6) 2021. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Device was monitored for several hours and no unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. No alarms or alerts or unexpected battery power loss or replace battery alert/replace battery now alarm recorded in the formatted history file for the event date (B)(6) 2021. There was no pump error 23 alarm recorded in the formatted history file for the event date (B)(6) 2021. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Device passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Pump error 23 alarm was not confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm was not confirmed.this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.